Event description:
Prior to inserting the PICC, rn primed catheter. No leaks detected. After placement, rn was unable to remove the guidewire. Removed the PICC and noted a split in the catheter at the 39cm to the 49cm mark. The guidewire was protruding through the slit.